Event description:
It has been reported to AED is not functioning properly.

Manufacturer narrative:
(B)(4): conclusions: reported as issue could not be cleared by operator. Due to age of device, will not be replaced. Customer has been advised to remove from service.